Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned for evaluation. The implant coil coil was detached from the pusher. The proximal portion of the implant at the tie knot area was stretched. The od of the distal ball of the implant is within specification. The introducer tip did not contain any notable damages. The distal pet of the pusher was damaged along with the strain relief. The pusher was dissected in order to evaluate the attachment monofilament. The tip of the attachment monofilament contains remnants of a tail. Based on the investigation the complaint is confirmed, as the implant was found detached from the pusher. The mode of detachment was most likely due to the implant experiencing over specification of pull forces as suggested by the tail on attachment monofilament. The cause of the force could not be determined as the returned implant does not contain any indications that would cause the implant to become stuck. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization of a splenorenal shunt, the coil unexpectedly detached. The coil was removed from the patient without any reported difficulty. There was no reported patient injury or additional intervention.